Manufacturer narrative:
Information added.

Event description:
It was reported that when firing the 2 implants, they were holding the meniscus but upon trying to tighten the stitch all the 5 fastfix 360 came off, at the end the procedure was completed with another s&n device (ultra fastfix). No implant was left inside the patient and no patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation could not draw any conclusions about the reported event without the return of the devices.

Manufacturer narrative:
Five fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices shows the actuators are in their post t2 deployment position indicating a complete deployment. No ts or sutures were returned for evaluation. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. The needles are bent to varying degrees. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.